Manufacturer narrative:
E1:(B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
Event occurred in egypt. It was reported that the patient experienced leakage at site issue on (B)(6) 2026, causing hyperglycemia. The high blood glucose (400 mg/dl) was treated by manual injections. The infusion set was used for one day.